Event description:
Asku

Event description:
It was reported that the patient died after device implant. The patient was pacemaker dependent and having device replacement due to elective replacement indicator. The new device was implanted and was reportedly working appropriately. While closing the pocket, the patient went into ventricular fibrillation, an external defibrillator was used and the patient died. It was also reported that "death not device-related" and "normal function of device." Upon further follow up, the physician reported that after device replacement the patient developed respiratory insufficiency and then intractable ventricular fibrillation from which they could not resuscitate the patient. It was also reported that the physician suspected that the primary issue was the patient's chronic lung disease with the addition of chronic cardiac disease.

Event description:
It was reported that the patient died after device implant. The patient was pacemaker dependent and having device replacement due to elective replacement indicator. The new device was implanted and was reportedly working appropriately. While closing the pocket, the patient went into ventricular defibrillation, an external defibrillator was used and the patient died. It was also reported that "death not device-related" and "normal function of device." The cause of death has been requested and not received.

Event description:
It was reported that the patient died after device implant. The patient was pacemaker dependent and having device replacement due to elective replacement indicator. The new device was implanted and was reportedly working appropriately. While closing the pocket, the patient went into ventricular defibrillation, an external defibrillator was used and the patient died. It was also reported that "death not device-related" and "normal function of device." Upon further follow up, the physician reported that after device replacement the patient developed respiratory insufficiency and then intractable ventricular fibrillation from which they could not resuscitate the patient. It was also reported that the physician suspected that the primary issue was the patient's chronic lung disease with the addition of chronic cardiac disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis performed only.